Event description:
When removing the gelhorn, pessary the knob broke off. Forceps were used to removed the pessary.

Manufacturer narrative:
The gellhorn pessary was an older milex version that was made from two pieces. Prior to coopersurgical's acquisition of milex, milex had changed the construction of the pessary from 2-piece to 1-piece.